Event description:
Connecta plus3 blue - air bubbles. Air intakes that could not be explained by medical staff. (After flushing/venting the system)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the a photo and 84 physical samples submitted for evaluation. The reported issues of air bubbles and leakage were not confirmed upon inspection of the samples. Analysis of the sample showed that no damage that can generate the bubble defect was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.